Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not fitting properly on the pump. Customer removed the o-ring and successfully loaded the cartridge. Customer's blood glucose was within range (value not provided).